Event description:
It was reported that a healthcare professional (hcp) was trying to fill a 40ml pump with 2000mcg/ml gablofen and could only get about 35ml in the pump. The reporter noted that they got out ¿within 2ml of what they expected prior to injecting.¿ the patient was not known to have been exposed to hyperbaric therapy. The patient had been on compounded 4000mcg/ml baclofen in the past. The pump was emptied completely a second time but only about 33ml could be filled (noted to be ¿about the same¿ as they were originally able to get in instead of 35ml as originally reported). The cause of the difficulty filling was not determined. The hcp provided an x-ray image from (B)(6) 2014 of the pump and stated that the shape of the pump ¿looked ok.¿ the patient was not satisfied with the current degree of spasticity relief and was being considered for phenol nerve block/botox injections pending consent. A new issue with hygiene was noted. The hcp was wondering if the pump needed to be replaced and whether it was functioning properly. The hcp mentioned that the patient first came to the clinic about a year ago and was on ¿a high dose of almost 1800mcg/day.¿ the pump was used to infuse gablofen (baclofen). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. Should additional information be received, it will be added to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 85 90-1, lot# n101391, implanted: (B)(6) 2007, product type: accessory. (B)(4).